Event description:
The MFR received information alleging a ventilator was not delivering a correct flow rate. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's sensor board will be replaced to address the issue. During the evaluation of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery harness will be replaced to address the issue. Conclusions - device has been evaluated but the components have not been replaced pending customer approval of estimate.